Manufacturer narrative:
The reliability analysis inspected five opened and or used sensors and performed visual inspection and found one of five sensors was found with cannula damaged, cannula with broken part is missing. It was unable to confirm that the customer received sensor in said condition due to customer returning opened and or used. Four remaining opened and or used sensors and performed bicarbonate buffer test. One of four sensors failed for high readings, three remaining sensors passed per spec with accurate readings. It was also found that all four sensor cannulas were bent. It was unable to be confirmed that the customer received sensors in said condition due to customer returning opened and or used.

Event description:
The customer reported via phone call of issues with their sensor. The customer states receiving sensor error. The customer's blood glucose level at the time was unknown. Troubleshooting was conducted and the cannula was noted to be bent. The customer is returning the sensor and receiving replacements.